Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign material in the forceps elevator . There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following factors contributed to the malfunction: the investigation revealed that a leak failure occurred in the product. We surmised this may be the reason why reprocessing could not be completed correctly, resulting in the presence of foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.